Event description:
It was reported the patient's doctor could not place the implantable neurostimulator (ins) appropriately and ended up removing the ins in 2008, but left the lead in. The patient had shoulder and neck issues as a result of the implant surgery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).